Event description:
It was reported that the handpiece continued to run on its own without the trigger depressed during a routine maintenance visit and in a non-sterile environment. The event did not occur during a surgical or medical event. There was no pt involvement.

Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.